Manufacturer narrative:
Physio-control evaluated the device and observed that the battery would not fully charge. The battery was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during routine testing. According to the reporter, intermittently, the device will not power on with the battery. There was no patient associated with the report.